Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to removed patient code 2076 (skin irritation) , to more accurately capture the reported event. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed a tear within the crease noted in the posterior aspect measuring less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following information were erroneously omitted from the report follow-up 1: the patient had undergone bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 9372216 sn: (B)(4) and (right) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 9372216 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 5591154 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation post-operatively. The patient was initially scheduled for implant explantation on (B)(6) 2019, but that was cancelled when the patient reportedly had a pre-operation allergic reaction. No information was provided as to what caused the allergic reaction and if additional information was received, a supplemental will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.